Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared the elective replacement indicator (eri) after experiencing a charge time greater than the extended mid-life eri charge time limit. The eri to end of life was less than 90 days. Laboratory technicians concluded that eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device reached the elective replacement indicator due to the charge times exceeding the charge time limit. The device was explanted and replaced. The device was included in the shortened replacement window advisory population. There was no report of adverse patient effects due to the explant procedure.

Event description:
The device was explanted and analyzed.